Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a completely broken grip tip. A piece measuring approximately 0.7145" x 0.2115" was found to be broken off. The broken piece was missing and not returned. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, one side of the force bipolar instrument was broken off. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.